Event description:
It was reported that stent dislodgement occurred. A 20 x 3.00mm rebel stent was advanced for treatment. However, the stent dislodged from its delivery system before deployment. The device was removed, and no patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.